Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient her device implanted in (B)(6) and then had it removed due to infection. The infection was developed at the time of implant. The patient indicated that she wanted another pump. It was further reported on (B)(6) 2011 that the patient's therapy was not working as expected. The manufacturer rep reported later on (B)(6) 2011, that the patient was "good to go." The drug in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.